Event description:
The event occurred in the us. It was reported that the rotaflow console shut down during transport. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
This complaint resulted from an issue identified as part of the late MDR CAPA #450677 (action item rc43). The issue identified was that service calls did not auto-create complaints as intended over the past several years. The event occurred in the us on (B)(6) 2020. It was reported that the rotaflow console shut down during transport. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge service technician who confirmed the reported failure, which was caused by a user error. The transport power supply is not compatible with the transformer inside the unit. A pure sine wave inverter is needed as a proper power supply for the unit. This information was passed on to the customer. The unit was tested and working as intended and released to customer for clinical use. The most probable root cause for the reported "pump stop during transport" could be determined as a user error as the device was used out of the intended use of the device according to the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15 chapter 2.1.4. Based on the investigation results the reported failure "shut down during transport" could be confirmed but not as a product related malfunction. The review of the non-conformities was performed on 2023-05-24 during the period of (B)(6) 2011 to (B)(6) 2020 not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in (B)(6) 2011. In order to avoid reoccurrence of the reported failure "shut down during transport", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.1.4 intended use environment the rotaflow system is intended for use within clinical institutions. The rotaflow is not intended for transport outside of the hospital. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.